Manufacturer narrative:
The device was returned but the engineering report is pending. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
While advancing 6f-7f mynxgrip vascular closure device, the user felt resistance. There was no patient injury and the device will be returned for analysis.

Manufacturer narrative:
While advancing 6f/7f mynxgrip vascular closure device (vcd), the user felt resistance. There was no patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle with the stopcock open, the syringe was not connected to the device, and all device¿s components appeared to be returned in their manufacturing position as received. It appeared that the returned device¿s atraumatic distal tip was slightly damaged. The procedure sheath involved in the reported complaint was not returned with the device. Without the return of the procedure sheath, a physical evaluation to determine whether there was damage to the procedure sheath that could have contributed to the reported complaint could not be made. An applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product. The results showed that the device was able to be inserted through the lab introducer sheath without issue during the failure investigation. A product history record (phr) review of lot f1908802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was not confirmed through analysis of the returned device since no issues were noted during functional analysis and the sheath was not returned. The root cause of the issue reported by the customer could not be conclusively determined during analysis. Based on the information provided and the product analysis, access site vessel characteristics (although not provided) and/or the condition of the sheath (although not returned) most likely contributed to the issue experienced since the device passed functional analysis with the lab sample sheath, even though there was slight damage noted to the atraumatic tip. A tortuous access vessel may cause difficulty for the catheter tip to make the "turn" into the vessel/sheath. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.